Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. A lot history review could not be performed as the lot number is unknown. The device was returned. The investigation is confirmed for material deformation as the balloon took an asymmetrical shape upon inflation due to the fiber disturbance. The definitive root cause for the bunched circumferential fibers could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event.

Event description:
It was reported that during first inflation of the pta balloon it was noted that the balloon appeared to have something wrapped around it, causing an asymmetrical shape to the balloon. The balloon was deflated and retracted through the sheath without difficulty. Another pta balloon was used to complete the procedure. There was no report of patient injury.